Manufacturer narrative:
The events of cellulitis and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: cellulitis; "small seroma with cloudy fluid".

Event description:
Healthcare professional reported "patient developed symptoms of infection, later noted to be cellulitis" and "small seroma with cloudy fluid was noted". This record represents the right side. The device remains implanted.